Event description:
It was reported that the patient received inappropriate therapy due to noise on both a and v channels. The noise was oversensed and classified as vf. The noise was not reproduced with isometrics. Slight noise was observed when the device was tapped, however, it was difficult to reproduce. A chest x-ray was inconclusive. The physician elected to monitor the device function with no programming changes.

Manufacturer narrative:
Na